Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("frequent abdominal pain in the right iliac fossa") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), fatigue ("fatigue") and depression ("depression"). At the time of the report, the abdominal pain lower, fatigue and depression outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, depression and fatigue with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 19-apr-2019. The most recent information was received on 25-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("frequent abdominal pain in the right iliac fossa") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), fatigue ("fatigue") and depression ("depression"). At the time of the report, the abdominal pain lower, fatigue and depression outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, depression and fatigue with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-apr-2019. The most recent information was received on 06-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("frequent abdominal pain in the right iliac fossa") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2013, she experienced fall ("fall"). An unknown time later she experienced abdominal pain lower (seriousness criterion medically important), fatigue ("fatigue"), depression ("depression"), cognitive disorder ("cognitive disorders"), tendonitis ("recurrent significant tendinitis shoulders, achilles, gluteus medius"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("haemorrhagic periods"), dysmenorrhoea ("painful periods"), headache ("headaches"), impaired quality of life ("difficulty with work and everyday life") and impaired work ability ("difficulty with work and everyday life"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain lower, fatigue, depression, cognitive disorder, tendonitis, abdominal pain, heavy menstrual bleeding, dysmenorrhoea, headache, impaired quality of life, impaired work ability or fall. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 06-sep-2023: events headaches, cognitive disorders, tendinitis, abdominal pain, heavy menses & painful periods & fall are added. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.